Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a total hip arthroplasty, the threads on the tip of the inserter fractured during impaction. No additional information is known.

Manufacturer narrative:
Review of device history records found no evidence of product non-conformance. Visual examination of the device confirmed the reported complaint, as device was found to be fractured. Root cause of the event is most likely bending overload during attempts to reposition the cup combined with offf-centered impactions; however, a conclusive root cause could not be determined with the information available. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.